Event description:
Caller mentioned they had injections and nevro spinal stimulator and they did not work at all. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).